Manufacturer narrative:
Event date: used the first day of the month of aware date since it was not specified. Implant date: 2018.

Event description:
It was reported that a stent fracture and embolism occurred. A 5.0mmx15mmx90cm express sd stent was deployed on the mesenteric in 2018. This past week of (B)(6) 2020, patient had a mesenteric angiogram and a fracture stent was found along with the vessel being embolized. No further patient complications were reported.

Event description:
It was reported that a stent fracture and embolism occurred. A 5.0mmx15mmx90cm express sd stent was deployed on the mesenteric in 2018. This past week of (B)(6) 2020, patient had a mesenteric angiogram and a fracture stent was found along with the vessel being embolized. No further patient complications were reported. It was further reported that the distal third of the stent traveled down the superior mesenteric artery and remained in the patient.